Event description:
Caller reported that the insulin gauge displayed an amount different than expected, indicating a fill estimate issue, with the pump showing 14 units instead of the expected around 249.6 units. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in reloading the same cartridge and instructed to disconnect and deliver a 10.2 unit bolus to update the insulin estimate, bringing the issue to resolution with the displayed and expected values aligning.